Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during one day post implant device check, it was noted that the right ventricular (rv) lead exhibited high capture threshold. A chest x-ray was performed and it was observed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient was asymptomatic to the event.